Event description:
It was reported that the right ventricular (rv) pace/sense lead exhibited intermittent t-wave oversensing (twos). The lead sensitivity will be reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead - (B)(6) 2007; 5076 implantable pacing lead - (B)(6) 2007; 4194 implantable pacing lead - (B)(6) 2007. (B)(4).